Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that resistance was encountered when inserting the guidewire through the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the pacing lead the physician experienced placement difficulties. The lead was removed and replaced. No patient complications have been reported as a result of this event.